Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface sheath and the valve was released from the sheath. Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. It was sent to the device manufacture for further investigation. Visual and functional analyses of the returned device were performed following johnson & johnson medtech procedures. Visual inspection of the device revealed no signs of separation issues. No additional tests were performed. A device history record evaluation was performed and no internal action related to the complaint were found during the review. The complaint reported by the customer was not confirmed, the hemostasis valve does not present any separation condition or damages. The exact cause of the reported event could not be conclusively determined during the analysis. Procedural/handling factors might have contributed to this issue. Neither the product history review (phr) review nor the product analysis suggests that the event reported by the customer could be related to the manufacturing process of the unit. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface sheath and the valve was released from the sheath. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On 22-jan-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).